Event description:
The customer reported the system had a communication failure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board and the generator interface board, the backplane and power supply were replaced. The system was tested and operates as intended.